Event description:
It was reported that a 1,000ml saline bag was hung at 2049 on (B)(6), and was set to initially run at 75ml/hr., then 30ml/hr., through the pump. At the beginning of the nurses' shift the next day ((B)(6) 2019 at 0800) it was found that the 1,000ml saline bag was empty. When the bag was changed with another 1,000ml saline, it was noticed that the pump indicated that the volume to be infused (vtbi) was still 500ml. The event occurred in the neurosurgical unit. It was then reported by the customer that their device log analysis revealed that 411.6ml of saline had infused. It was further noted during follow up, that there was no patient harm reported as a result of this event.

Manufacturer narrative:
The customer¿s reported issue that a 1,000ml saline bag was found to have emptied earlier than expected could not be confirmed or duplicated during the investigation. Only the pump module was provided for investigation and its associated event log recorded the pump module had been in use infusing from 8:18pm on (B)(6) 2019 to 8:00am on (B)(6) 2019. 999ml/h with vtbi at 500ml to completion. 75ml/h with vtbi at 1000ml. 30ml/h with remaining vtbi at 860.322ml. New vtbi at 100ml with rate remaining at 30ml/h. The accumulated total primary volume infused was calculated being at 911.7313ml; this volume delivered could have potentially come from a single 1000ml bag. A secondary infusion with the rate at 220ml/h and vtbi at 55ml had been performed after the primary rate had been changed to 30ml/h. It could not be ascertained how the secondary had been setup or if there had been sympathetic (simultaneous) fluid flow occurring during the secondary infusion. The testing and inspection process performed on the pump module did not find any existing malfunctions and the pump module had infused within specification(s). The associated pcu or its logs were not provided for the investigation which prevents the ability to identify the drug/fluid programmed being infused. The data set had been provided; however without the associated pcu event log it is not possible to identify the profile or drug ID since this information is only available within the pcu event log. A root cause for a saline 1000ml bag found to have emptied prematurely could not be identified during the investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per previous discussion with the customer, it is their policy not to provide patent information.

Event description:
It was reported that a 1,000ml saline bag was hung at 2049 on (B)(6) and was set to initially run at 75ml/hr then 30ml/hr through pump. At the beginning of nurses' shift the next day ((B)(6) 2019 at 0800) it was found that the 1,000ml saline bag was empty. When the bag was changed with another 1,000ml saline, it was noticed that the pump indicated that the volume to be infused is still 500ml. The event occurred in neurosurgical unit. There was no patient harm. It was then reported by the customer that their device log analysis revealed that 411.6ml of saline had infused.